Event description:
It was reported that an asymptomatic patient presented in the hospital for unrelated reasons. During routine check of the device it was noted that the right atrial lead exhibited high threshold and low sensing. X-ray showed that the lead had dislodged. The lead was capped and replaced. The patient was stable during and post procedure.